Event description:
It was reported that the patient was implanted two weeks ago, but was still in pain. Troubleshooting determined that the neurostimulator was not turned on. The caller was instructed how to turn the device on. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Lead: model 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead: model 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer: model 37744, serial# (B)(4).